Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing the directional flow label, which was confirmed during baxter's functionality testing through observation. The direction of flow label was replaced to correct this condition.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, it was discovered that the pump was missing the directional flow label. There was no patient involvement.